Manufacturer narrative:
(B)(4) d10: g7 dual mobility liner 44mm f item: 110024464 lot: 739070. Delta cer fem hd 28/-3mm t1 item: 650-1159 lot: 3090670. Tprlc 133 fp type1 pps so 6.0 item: 51-100060 lot: 51-100060. G7 osseoti 4 hole shell 54mm f item: 110010245 lot: 65300582. Bone screw self-tapping 6.5 mm dia. 20 mm length item: 00625006520 lot: 65292772. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a g7 dual mobility hip revision due to dislocation. It was confirmed that no further information could be provided.